Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the dystonia patient had met with the hcp "to optimize the therapy" and that "it was not possible to change the therapy effect." Impedance testing was performed with a physician programmer and found impedances were "very high on some contacts." The impedance testing indicated that unipolar electrodes 1, 2, 3, 4, 6, and 7 were all high and out of range. Additionally, bipolar electrode pairs 0-2, 0-3, 1-2, 1-3, 2-3, 4-5, 4-6, 4-7, 5-6, 5-7, and 6-7 were all also high and out of range, with bipolar electrode pairs 4-6 and 4-7 being reported as >40000 ohms each. The patient's implantable neurostimulator (ins) pocket adapter was replaced as a result of the event and the issue was resolved. The patient was alive with no injury following the replacement. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the pocket adapter found ¿conductors #4 and #7 were broken 2.8 cm from the proximal end.¿ pocket adapter electrical testing performed at the time of analysis indicated circuits #4 and #7 were open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.